Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable lead was explanted due to twiddlers syndrome. A replacement lead was implanted without further incident. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable lead was explanted due to twiddlers syndrome. A replacement lead was implanted without further incident. No additional adverse patient effects were reported. Additional information was received that this lead had sustained a fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.